Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported cylinder rotated about 90 degrees off planned axis during an aberrometer guided cataract procedure. Upon follow up, surgeon used pseudophakic live guidance to confirm keratometry. Pseudophakic reading showed minimal residual cylinder. At this time, what axis was used to align is unknown.

Manufacturer narrative:
Additional information provided. There were three image readings made available. The readings consistently showed total corneal cylinder axis ranging from three to seven degrees. This differed from pre-operative planning and did not correlate with keratometry reading on 138 degrees. The surgeon decided to use pseudophakic live guidance (which he rarely does) to confirm. However, the surgeon selected the keratometry as starting point. No rotation recommended (nrr) was then achieved and the ring was removed. The pseudophakic reading showed minimal residual cylindrical values. The clinical application specialists(cas) was not made aware (at that point) what the axis was set at. Additional reviews suggested that the readings were taken with ¿smaller than recommended¿ pupil. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).